Manufacturer narrative:
The following is the closing out report of the foreign reporter. Investigation: the hoist was checked and no fault was found. The locking bolts on both legs were in good condition as were the springs. Observations: the matron believes the locking bolt may have caught and disengaged (unable to prove). Conclusion: user error. Corrective action: the staff is to be advised to check locked position of bolt before use.

Event description:
While lifting a heavy male pt the hoist tipped sideways. The resident was uninjured but badly shaken. The customer suspects that the leg was not engaged correctly. One person involved, no injury.